Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment; however, it was felt that the stent was stuck. Upon removal, it was found that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported.